Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device had a channel error. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed as a bottle side (upper) pressure sensor failure and a patient side (upper) pressure sensor failure. A review of the device history record showed the device had a manufacture date of 16jan2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported the device had a channel error. No patient involvement.